Event description:
It was reported that during the procedure, t1 was deployed successfully, but t2 could not be deployed. No patient injury was reported. 3 minutes delay was reported.

Manufacturer narrative:
A 72202468 fast-fix 360 curved needle delivery system device was reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent force involving twisting, bending manipulation of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Per IFU (B)(4): ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met predetermined specifications upon release to distribution. Correction in: name title: dr.; first name: (B)(6); last name: blank. Health professional: yes; occupation: physician. Health professional, marked; company representative, blank. Additional information in: international zip code: (B)(4) .

Event description:
It was reported that during the procedure, t1 was deployed successfully, but t2 could not be deployed. No patient injury was reported. 3 minutes delay was reported. All pieces were removed from patient and a back up device was available to complete the procedure.